Event description:
Patient stated, that his blood glucose monitor was accidentally immersed in water. Patient indicated that, because the meter would no longer work, he experienced a hypoglycemic event. Patient stated, that he "went into a coma and was later revived". Patient refused to provide any additional information about the event. Patient's device was replaced and requested to be returned for evaluation.